Manufacturer narrative:
Follow up #2 submitted: 03/15/2017, device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: review of the black box data revealed call service 064-0001 alarms. On investigation rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: a review of the black box indicated call service 064 alarms had occurred associated with occlusions during priming. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint of a call service 064 alarm issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).